Manufacturer narrative:
Two tracheostomy tubes were returned for evaluation. Devices underwent leak testing, confirming reported customer complaint. Leaking was noted to be occurring to be coming from the cuffs of each. Under magnification, holes were found in the cuffs and the area appeared to be abraded. Further examination shoed both cuffs to be damaged in the same location. This abrasion has been determined to be a result of patient anatomy. All device cuffs are 100 percent leak tested prior to packaging. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.

Event description:
It was reported that a bivona adult tts tracheostomy tube ruptured during patient use. The cuff had significantly leaked and was unable to maintain a seal. The tube was changed as soon as the leak was discovered, and the patient was initially manually ventilated with 100% oxygen before being placed back on their mechanical ventilator uneventfully. Proper placement was confirmed with a etco2 monitor and auscultation of the chest. The patient was monitored with spo2 and hyperoxygenated. The previous tube, which had a pinhole, was discarded. No further complications were reported in relation to this event.